Event description:
On (B)(6) 2008, I underwent a left total hip arthroplasty. I rec'd a depuy pinnacle 300 cup size 54 mm, an aml small stature femoral stem size 15, a pinnacle metal insert 36 mm x 54 mm neutral, and an articul/eze metal on metal femoral head, 36 mm +5 femoral head. Soon after surgery, I began experiencing pain and difficulty with my implant. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my left thigh and left hip area. I also have difficulty walking, standing or sitting for extended periods of time. Reason for use: osteoarthritis left hip.